Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of the provided patient files led to the following observations: - lead impedance was measured superior to 3000 ohms. -the lead threshold tests performed on 07 november 2023, revealed a capture failure. -in the recorded episodes, minute ventilation (mv) signal oversensing were observed. -considering all the above observations, a lead integrity could not be excluded. -based on available information, no anomaly is suspected on the pacemaker. Please refer to the attached report

Event description:
Reportedly, the lead impedance is superior to 3000 ohms. The device explantation is planned on (B)(6) 2023